Manufacturer narrative:
A1, patient identifier (in confidence): currently unknown. Until further notice, data provided in this field reflect gore's internal reference number for this case. The device remains implanted. Therefore, an evaluation on the physical device cannot be performed. Gore has reached out to the distributor for additional device and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). The device was reportedly implanted under transesophageal echocardiography (tee) imaging and fluoroscopic guidance. During deployment, it was reportedly observed that the device was advanced deeper than intended. The patient remained hemodynamically stable throughout the procedure, with no immediate signs of complications. Post-procedure however, the patient developed cardiac tamponade that was managed appropriately. The implanting physician reportedly indicated that device positioning may have contributed to the serious injury but was unable to determine the cause. On (B)(6) 2026, the patient was reportedly discharged in good clinical condition. An additional post-procedure evaluation from the hospital considered the cardiac tamponade procedure related as there was no device malfunction or device-related causality. Also, cardiac tamponade was considered a known procedural complication and may occur during congenital interventions without an identifiable cause.